Manufacturer narrative:
(B)(4). The complaint breathing circuit has not yet been received by fisher & paykel healthcare for testing. We will provide a follow-up report upon receipt of the circuit and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt200 breathing circuit had bent heater wire pins. The bent pins were discovered prior to patient use.